Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated meter would not power on. The pt stated the issue began on the day before. The pt denied taking an action following the issue. The pt reported feeling weak, clammy, and weak after the reported issue. The pt denied receiving medical attention. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported as the pt reported experiencing symptoms, which can be associated with hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.